Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter for a thoraco/esophagus procedure, a nurse removed the device from the package and tried to insert obturator into the outer sleeve, then suddenly the blue head of the obturator broke apart. The device was not used on patient. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. Nothing fell into the patient's cavity. No bleeding occurred. The procedure was completed with another device.